Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened down arrow button dome switch. The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer's husband reported that the insulin pump had a keypad anomaly. The customer and her husband were refilling the cartridge, when they noticed the down arrow button was not working and the reservoir area was cracked. Half of the top of the reservoir was missing and the reservoir threads were damaged. The insulin pump fell a couple of times. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.